Manufacturer narrative:
The lcd screen issue was confirmed during a visual inspection of the returned autopulse platform. To remedy the issue, the defective lcd display was replaced. The autopulse failed the initial functional test due to the defective lcd display. No problem found during archive data review. As part of routine service during testing, the platform was examined and found unrelated to the reported complaint, damaged load plate cover. The load plate cover was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in april 2011 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed blank upon powering on. No other functional issue was reported. No patient was involved.